Manufacturer narrative:
The insulin pump was received with intermittent up arrow button response due to corroded keypad traces. Device was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window and scratched reservoir tube window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer's mother reported via phone call that the up arrow button on the insulin pump is not responding. No significant events leading to the keypad issue. Blood glucose value was 294 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.